Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported via medwatch mw5175660: patient was revised due to dislocation of tripolar stryker cup (left side). Doctor replaced the stryker constrained liner and a new 32+12 metal head.